Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4), this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k042037. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation and root cause could not be determined as a biological residue covered the component obscuring the bearing surface of the device from being evaluated.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to unknown reasons.